Event description:
Venous air alarms occurred during a routine hemodialysis treatment due to the operator failing to clamp the saline line which introduced air into the cartridge. Hb decreased from 9.4/dl pre event to 8.7 g.dl post event. Epogen was increased on (B)(6) 2011 from 10,000 1x/week to 20,000 1x/week. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately due to air in the cartridge. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Nxstage medical considers this report closed. No additional information will be provided.